Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The pharmacist contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging a power issue and an error 4 message on the patient's one touch verio meter. The pharmacist mentioned that the meter would not power on. During troubleshooting the meter displayed an error 4 message after the patient had applied the sample of blood on the test strips. The technique of applying blood on the test strip was correct. Pharmacist was unable/unwilling to further troubleshoot and requested and replacement product. There is no information on whether or not the patient exhibited any symptoms or sought any medical treatment. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.